Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign - (B)(6). A visual inspection was conducted on the returned screw. The screw shows signs of attempted use. There is marking present on both the screw head as well as the screw tip and the screw tip is missing. A dimensional analysis could not be performed due to damage of the product. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw fractured during an insertion attempt. There were no consequences or impact to the patient. It was reported that no further information is available.